Event description:
It was reported that during an unknown surgery the device could not fire after clamp on, resulting in duodenal crushing injury. No additional information can be provided.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: how was the ""crushing injury"" resolved? Is the current patient status known?? -changed a new device to continue the surgery. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Additional information received: it was reported that during the surgery, could not open the jaw after a fire. Used metal tool to open the jaw with big force and noted the stapled malformed. The issue resulted in duodenal crushing injury. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.